Manufacturer narrative:
Recommendations were made by co. Representatives to involved clinicians. There was follow up recorded that indicates incidence of phlebitis decreased after following recommendations made. There is no information contained in file that suggests problem resurfaced. As events occurred last year, no other information is available specific to this report.

Event description:
Facility reports increased incidence of phlebitis, especially when line is placed in leg. From (B)(6) 2003, 290 lines were placed and zero instances of phlebitis were reported. From (B)(6) 2003 thru (B)(6) 2004, 84 lines were placed with 5 instances of phlebitis documented. All 5 were placed in leg. Follow up in (B)(6) 2004 found customer reporting a decrease in phlebitis. No adverse sequelae is reported. No other details available.